Event description:
It was reported that the right ventricular (rv) lead was capped due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported. Additional information from the field indicates that the pacing thresholds rapidly increased over time. The physician looked at the lead under fluoroscopy and did not see dislodgment or a fracture. The physician is under the impression that the patient had a myocardial infarction that created tissue death, making the tissue more difficult to excite.

Manufacturer narrative:
Correction to field h6: patient codes.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported. Additional information from the field indicates that the pacing thresholds rapidly increased over time. The physician looked at the lead under fluoroscopy and did not see dislodgment or a fracture. The physician is under the impression that the patient had a myocardial infarction that created tissue death, making the tissue more difficult to excite.